Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that there were repeated recoverable faults on universal surgical manipulator (usm) arm 2. The customer power cycled the system; however, the issue persisted. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.